Manufacturer narrative:
Medwatch sent to FDA on 12/07/2015. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." This event is being reported because it may have led to medical intervention, although device-relatedness has not been established.

Event description:
Healthcare professional reported left side "placement of seri, infection occurred." The infection's location is unknown. Treatment for the infection is unknown. See MFR report # 8020862-2015-00022 for the right side.